Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the nurses sometimes have difficulty interrogating some pacemaker devices and does not seem to depend on the programmer doing the interrogation. It was also reported that the device was finally interrogated after multiple attempts. No patient complications have been reported as a result of this event.